Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 due to anemia (hemoglobin count 6 g/decilitre ) associated with tarry stools. Blood cells were transfused. Egs and colonoscopy were performed. Diuretics and anticoagulation was suspended for 3 days before being restarted on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additional information revealed that clinical information from the hospital could not be acquired because the hospital prefers to not communicate further information due to internal policy. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and experienced more anemia on (B)(6) 2021 (refer to MFR#2916596-2021-07604). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26nov2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.